Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, while the device was being used to one of the shots in the stomach, the stapler was able to fire but had a poor staple formation. They just started the shot and then charge a little and they do not advance anymore. Staple line was incomplete at distal part. No full shot was produced and they advanced the load a little. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload was partially fired with staple pushers visible at the 4cm cutline. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, while the device was being used to one of the shots in the stomach, the stapler was able to fire but had a poor staple formation. They just started the shot and then charge a little and they do not advance anymore. Staple line was incomplete at distal part. No full shot was produced and they advanced the load a little. In order to resolve the issue and complete the case, they replaced it with another load. No patient injury.